Event description:
On (B)(6) 2018, a 23mm biocor valve was implanted in the aortic position. The patient was on anticoagulation treatment for three months following implant. In (B)(6) 2019, the patient presented with progressive dyspnea. Further examination revealed serious aortic stenosis and thrombus formation. On (B)(6) 2019, the valve was explanted and replaced with a 23mm braile valve. The patient is reported to be discharged. No additional information regarding observations at explant nor patient's medical history was made available.

Manufacturer narrative:
Explant was reported due to dyspnea, stenosis and thrombus formation. The investigation confirmed that there was outflow thrombus on all three cusps of the valve, immobilizing two of the three cusps. Cusp 1 contained a fold which was tethered by the thrombus. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the fold could not be conclusively determined.

Event description:
On (B)(6) 2018, a 23mm biocor valve was implanted in the aortic position. The patient was on anticoagulation treatment for three months following implant. In (B)(6) 2019, the patient presented with progressive dyspnea. Further examination revealed serious aortic stenosis and thrombus formation. On (B)(6) 2019, the valve was explanted and replaced with a 23mm braile valve. On (B)(6) 2019, the patient was discharged. No additional information regarding observations at explant nor patient's medical history was made available.

Manufacturer narrative:
An event of dyspnea, stenosis, and thrombus was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 23mm biocor valve was implanted in the aortic position. The patient was on anticoagulation treatment for three months following implant. In (B)(6) 2019, the patient presented with progressive dyspnea. Further examination revealed serious aortic stenosis and thrombus formation. On (B)(6) 2019, the valve was explanted and replaced with a 23mm braile valve. On (B)(6) 2019, the patient was discharged. No additional information regarding observations at explant nor patient's medical history was made available.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 23mm biocor valve was implanted in the aortic position. The patient was on anticoagulation treatment for three months following implant. In (B)(6) 2019, the patient presented with progressive dyspnea. Further examination revealed serious aortic stenosis and thrombus formation. On (B)(6) 2019, the valve was explanted and replaced. Additional information regarding patient's post-operative status, replacement valve have been requested.